Event description:
A health care professional reported with the description of lens optic was broken or cracked or split or torn. Additional information received and stated that there was no patient contact and no patient harm.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause: root cause has not been identified. The manufacturer internal reference number is: (B)(4).